Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced nausea and vomiting and went to the emergency room on saturday, (B)(6) 2023 due to ketoacidosis. In the days leading up to this she did not perform any fingersticks, but in retrospect she believes that she probably had a high blood glucose level already since thursday, (B)(6) 2023. When the patient arrived at hospital the cgm reading was between 9.0 and 10.0 mmol/l and the blood glucose reading was 17.0 mmol/l. The patient also reported that her ketones were at 5.1. The patient was admitted into the intensive care unit (ICU) and received intravenous treatment with insulin, potassium and then later also glucose. The ketoacidosis was demonstrated with a ph of 7.15, low base excess and b-ketones of 5.7 mmol/l. At the time of the report, which was 2 days after the patient went to the hospital, the patient had recovered and mentioned that she would be discharged that day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.